Manufacturer narrative:
The product was not returned. A specific reason for the loss of power and the low voltage alarms cannot be conclusively determined. The submitted log file from the time of the reported event, contained approximately 15 hours of data, which captured multiple low battery/low voltage alarms while connected to batteries, and a loss of power to the patient¿s system controller. This loss of power caused the pump to stop and reset the internal clock; however, a specific cause for the events, and a duration of time that the pump was off, cannot be conclusively determined. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive at home with no batteries connected. The patient passed away and the hospital does not have any other additional details on the event. The log file was submitted to the manufacturer for review and showed multiple low battery advisory/low voltage alarms while the patient was connected to batteries. Then there was a power cable disconnect event where the patient connected to the power module and stayed connected for approximately 9 hours. Subsequently, there was a loss of power to the system controller, causing the pump to stop and reset the internal clock. Once power was restored, it appeared to run with no adverse events recorded.

Manufacturer narrative:
This medwatch report was previously submitted to FDA on 12/10/2014 ((B)(4)) with MFR report (B)(4). It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with cdrh emdr (emdr@FDA.hhs.gov). Approximate age of device: 43 months. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.